Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the home choice (hc) during fill 1. The technical service representative (tsr) advised the home patient (hp) to push down on the lines near the door and check the drain line and then restart the fill. The hc alarmed check heater line again. The tsr advised the hp to end therapy and restart the setup with all new supplies. The hp stated that they were just going to replace the heater bag only. The hp stated that they would call back if problem persists. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the hp regarding the reported event. The hp clarified that they did infact only replace the solution bag and not the entire setup. The hp was informed it was not proper procedure to reuse any of the supplies. The hp understood the proper procedures. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a use error, reuse of supplies was confirmed. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.